Event description:
The time of event is unknown. There was no report of patient harm. Distal body peeled off (black glue).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fnl-10rp3 is available in the USA with a 510k number k951196. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, our technician confirmed that the side body cover cracked, the insertion flexible tube cut, and the distal body dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.